Event description:
Subsequent to the initial 30-day medwatch report, the following was received: the device was received without the inner member including the tip. Follow up with the customer revealed they did not realize the tip had separated; however, the patient has been fine on follow up visits. It is not known if the tip was left in the patient or if this occurred outside the anatomy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The tip separation was confirmed. The other reported difficulties were not confirmed as the stent was already deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation determined that the reported difficulties were likely related to procedural circumstances. It is likely that the distal shaft was bent or restricted in the anatomy, possible over the iliac bifurcation, preventing the shaft lumens from moving freely and causing the resistance with the thumbwheel and deployment difficulty. Additionally, the tip detachment likely occurred during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal superficial femoral artery that was mildly calcified and mildly tortuous. During deployment of the absolute pro vascular, the ratchet mechanism stopped working. Troubleshooting was performed to no avail. The delivery system was pulled back, but the stent remained in the horn, with half of the stent in the left iliac and the other half up and over the horn. The patient was sent home and will be re-evaluated in 3 months. No additional information was provided.